Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure. According to the complainant, resistance was encountered and the sheath became stretched when trying to deploy the stent. It appears the connector may have come off of the sheath during redeployment attempts. However, the physician was able to manage to retract the inner sheath and deploy the stent. The procedure was completed by successful implantation of this stent. The guidewire remained stuck in the inner sheath upon removal of the device. There was no report of patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.